Event description:
It was reported that the patient was in vf and did not receive therapy. Egms were reviewed. It was found that the device began to charge, but due to a magnet reversion, atp therapy was aborted. The next egm showed that the patients rhythm had returned to sinus. No sources of emi or other interference were found that would trigger the magnet reversion aside from construction going on in and around the hospital. At the time, the patient was in ICU for other reasons and later expired, due to non-device related causes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.